Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient. The clinicians charged the device, but when they discharged the energy, the device did not appear to shock the patient, as there was no muscle response from the patient; the patient neither jumped nor twitched when the energy was delivered. The complainant reported that a subsequent review of the algorithm report indicated that the shock was delivered to the patient. The patient subsequently expired. The complainant reported that the facility's biomedical engineering department was unable to duplicate the reported malfunction.